Manufacturer narrative:
After a similar event which resulted in a revision surgery was reported on MDR 3011623994_2016_00014, on 08/10/2016, it was identified that the issue reported in this complaint would be considered a malfunction that previously lead to a serious injury. The 14 mm or 12 mm, 2.5 mm diameter locking screw (1405-1014 or 1405-1012) is provided to customers within a sterile kit (sk12) and marked single use. The UDI reference is for the sterile kit, sk12, that the product is distributed with. The device was not returned to the manufacturer for evaluation as it remains implanted with no revision scheduled at this time. The device history records for the unknown combination of devices were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The most likely cause of the screw breakage cannot be determined due to the device not being returned. However, radiographic evidence for the complaint was reviewed confirming one of the screws on the proximal side of the python plate broke. Based on the information provided and feedback from the surgeon the root cause is most likely due to the plate not being applied tight enough which allowed movement and resulted in breakage of the screw. The company will supplement this MDR as necessary and appropriate.

Event description:
During the routine postoperative follow-up, the surgeon was reviewing radiographic images and identified that an unknown screw had broken. The screws were originally implanted in a surgery completed on (B)(6) 2017. The available information indicates postoperatively the patient returned to work on (B)(6) 2017 at a factory where she is on her feet all day and is a moderate smoker. There are no reported plans for revision.